Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 08/16/2023. An investigation was conducted on 08/17/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed the device. Evidence of charred material was observed between the jaws. The c-ring, heater wire, and clear silicone insulation of the jaws were observed to be intact with no visual defects. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until it audibly and visibly snapped into place with no physical or visual difficulties. The harvesting device was inserted through the port into the cannula. A slight resistance or sticking was noted when inserting the device, which can be attributed to the interaction of the harvesting device with the flexible seal within the port. The resistance did not prevent the harvesting device from being easily inserted or retracted. The mechanical components of the device functioned with no issues. Based on the returned condition of the device and the results of the investigation, the reported failure "fitting problem" was not confirmed. The lot # 3000293031 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported during endoscopic vein harvesting procedure, vasoview hemopro (ous) vh-3000 harvesting tool cannot go through the cannula smoothly. They continue to use the hemopro and complete the surgery. No procedural delay. No harm to patient.